Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was hard when squeezed, leading to pain when the component was pressed. Troubleshooting was attempted prior to the procedure and, although the ipp performed appropriately, the physician decided to perform the replacement surgery. There were no additional patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. The cylinders were visually and microscopically examined, identifying wear at folds on both cylinder bodies. The kink resistant tubing (krt) from the first cylinder was worn down to the filament close to the input sleeve; however, no leaks were found. The second cylinder did not have any anomalies. Both cylinders were pressure tested and performed as expected. Visual and microscopical inspection of the pump did not identify any leaks. Upon functional testing, the pump did not pass the activation test, needing more than 8lbs of force to activate. Based on the information available and analysis results, the reported allegation of inflation issues might have been caused by the pump requiring more than 8lbs of force to activate. The reported allegation of pain could not be confirmed; however, this symptom is a known risk associated with ams 700 procedures and is noted as such in the device instructions for use.

Event description:
It was reported that the patient indicated inflatable penile prosthesis (ipp) the pump was too hard when squeezed, leading to pain when the component was pressed. Troubleshooting was attempted prior to the procedure, although the ipp performed appropriately, the physician decided to perform the replacement surgery. There were no patient complications reported.